Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v275184, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v275184, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) had a short in one electrode after implantation. Electrode 01 had an impedance reading of 8 ohms. No further diagnostics were performed. The cause of the low impedance was not determined. This ins was replacing another unit that also had a short in this same electrode: reference report number 3004209178-2012-08697.